Manufacturer narrative:
Block e1 (initial reporter's first and last name, phone number and email address) have been updated with the additional information received on december 17, 2020. Block h6: problem code 1198 captures the reportable event of cautery delivers energy intermittently. Block h10: a hot axios stent and delivery system were returned for analysis. The stent was received fully covered and undeployed. The delivery system was received in initial position. Visual examination of the returned device found one section of the tip (nose cone) was detached. An electrical test was performed to verify the continuity between the rf connector and distal rf electrode; intermittent electrical issue was detected. No other issues with the stent and delivery system were noted. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) / product label. The complainant reported that the device was intended to be placed to treat a pancreatic pseudocyst with 70-80% necrotic material. The IFU states, "the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content or the biliary tract;" however, this device is not indicated to treat a pancreatic pseudocyst containing over 30% necrotic material. Taking all available information into consideration, the investigation concluded that the reported events and observed failures may have been related to procedural factors. It may be that the patient anatomy, the technique used by the physician and/or the position of the elevator, limited the performance of the device and contributed to the damaged noted on the tip and resulted in the intermittent electrical issue noted. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on november 02, 2020 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst walled-off necrosis (won) with 70-80 % necrotic material during an endoscopic ultrasound (eus) guided stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the axios cautery was unable to penetrate the wall. Reportedly, there was slight blanching of the tissue. The stent and delivery system were removed from the patient and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: according to the complainant, the axios stent was intended to be placed to treat a pancreatic pseudocyst with 70-80% necrotic material. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content or the biliary tract. The device is not indicated to treat a cyst containing over 30% necrotic material.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020, that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst walled-off necrosis (won) with 70-80 % necrotic material during an endoscopic ultrasound (eus) guided stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the axios cautery was unable to penetrate the wall. Reportedly, there was slight blanching of the tissue. The stent and delivery system were removed from the patient, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: according to the complainant, the axios stent was intended to be placed to treat a pancreatic pseudocyst with 70-80% necrotic material. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst, or a walled-off necrosis with >= 70% fluid content or the biliary tract. The device is not indicated to treat a cyst containing over 30% necrotic material.